Manufacturer narrative:
Returned device was received in good physical condition. The reported issue could not be duplicated during analysis. The software was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that this smiths medical cadd ms3 pump lost programming. It was reported that the patient placed new battery in the pump when she received it. Subsequently, the patient switched to backup pump which is working fine. Patient reported that when she inserts in her subcutaneous site on the side of her stomach where she has a hernia, she experiences more pain, redness, inflammation. However, the patient confirmed that these symptoms were not caused by the smiths medical product and the patient did not received medical treatment. No additional adverse effects reported.